Manufacturer narrative:
The initial decision to report was incorrect. Resulting, in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Event description:
The unsterile/packaging issue was noticed, before surgery. Indicating, no patient contact with the product. The surgery was postponed and completed on another date after performing phaco. Since the defect was noted, before surgery, there is no patient impact.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, unsterile iol was found before surgery and patient left aphakic. The surgery had cancelled and completed with other lens without patient impact. The issue is wrapper of wagon wheel missing, outer box wrapper was present completely. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).